Event description:
Healthcare professional reported "leak" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified fold creases, broken of plug strap and wear abrasion. A microscopic analysis and leak test were performed which identified two openings striated and broken sharp of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is two openings striated in the side anterior/posterior assessed as surgical damage, and broken sharp of plug strap assessed as unidentified (tear) opening." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "leak" against left device. The device has been explanted.